Event description:
In 2004, kinetikos medical, inc., was informed of the explant of a universal total wrist fusion system implant from a pt in 2004 owing to chronic pain. The explanted components were returned to kmi for eval in 2005. No defects were found.